Event description:
The international customer reported when the ventilator was powered on it alarmed and displayed codes indicating an spi bus failure. The unit was not in use therefore, there was no pt involvement or harm. The spi bus is communicated used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The MFR's service tech was unable to duplicate the reported problem, however noted codes in the device diagnostic log as reported by the customer. The service tech replaced the data acquisition pcb to motor pcb board cable to address the reported problem.